Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files pic_anp1900052121 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load completely into the jaws of the device. Another attempt was made and the next clip pushed the first clip out of the device. Once again, the clip was unable to properly load. The third clip was also unable to load properly into the jaws of the device. The sample was disassembled to look at the internal components. Upon disassembly, it was found that a tab on the channel was bent and a feeder tab was also bent. The device was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The clips were unable to be pushed completely into the jaws due to the damages found on the device. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. None of the remaining clips were able to load properly into the jaws of the device. The device was disassembled and it was found that a tab on the channel was bent and a feeder tab was also bent. These damages prevented the clips from being able to load completely into the jaws. At the time of manufacturing assembly, the auto endo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The physician applied two hem-o-lock clips on the cystic duct. The third fell out of the device into the patient's body. He removed the clip and went back into the body with the clip applier. The same issue happened with approximately 5 more clips. Doctor then noticed that a metal piece of device toward the distal end was protruding upward and was resting on the jaws of the device. The physician pushed it back down but stopped using the clip applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician applied two hem-o-lock clips on the cystic duct. The third fell out of the device into the patient's body. He removed the clip and went back into the body with the clip applier. The same issue happened with approximately 5 more clips. Doctor then noticed that a metal piece of device toward the distal end was protruding upward and was resting on the jaws of the device. The physician pushed it back down but stopped using the clip applier. The patient's condition was reported as fine.